Event description:
It was reported that the patient¿s electrode distribution was found to have been not configured, resulting in uneven output. It was stated that two anodes and two cathodes were placed; however, since the intellistim function was not used, the current values were not evenly distributed despite the initial setting being 50% for each. To address the issue, all electrodes were deleted and then reconfigured. Additional follow-up information later confirmed that the cause of the setting change was not determined. On (B)(6) 2026, the electrode distribution function was enabled once and then the settings were restored to the original configuration, but no definitive cause was identified at that time. No environmental, external, or patient-related contributing factors were identified, no surgical intervention was required, and no health damage occurred. The issue was considered resolved, and the implanted device remained in service. No complications were reported or anticipated.

Manufacturer narrative:
G2: foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.